Event description:
It was reported by the patient that their heart rate was going from the 40's to the 80's since the implantable pulse generator (ipg) was implanted. The patient indicated that "it seemed very unusual" and that they "got concerned". The ipg remains in use. No patient complications have been reported as a result of this event.